Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "in t2h surgery, the screw was inserted using the target device during screw insertion into the proximal oblique hole after drilling, but the screw did not pass through the hole and was placed outside of the nail. The surgeon retried the screw insertion several times, but finally replaced the nail because the bone had broken." There was a 60 minute surgical delay reported.

Event description:
As reported: "in t2h surgery, the screw was inserted using the target device during screw insertion into the proximal oblique hole after drilling, but the screw did not pass through the hole and was placed outside of the nail. The surgeon retried the screw insertion several times, but finally replaced the nail because the bone had broken." There was a 60 minute surgical delay reported.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device discarded.